Manufacturer narrative:
Additional information provided in d.9, h.3, h.6, and h.11. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The returned probe was visually inspected and no obvious defects were observed. A console representing the current software version was used to test the sample. The radiofrequency identification (rfid) connectors were connected to the console and there was no response from the light emitting diode (led) rings. The probe will continue to function if the radiofrequency identification (rfid) is not read at the console, however, only at a reduced capacity. A block reader was then used to interrogate the radiofrequency identification (rfid's) programmed information, and the radiofrequency identification (rfid's) contained no written data (0's in blocks). As a result the probe did not display the correct cut rate. This observed issue caused or contributed to the customer¿s experience. If the probe isn¿t properly recognized, the console will default to a prescribed setting and will thus use a different priming algorithm. The radiofrequency identification (rfid) data error is directly related to the customer experience. The root cause of the customer's complaint is related to operator error and material movement during probe testing. The probe was not programmed on the tester after final assembly. After investigation of this complaint no corrective action is required at this time. Based on our current tracking, there are no adverse trends for this reported complaint and lot. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that the probe could not cut properly there was poor aspiration during vitrectomy surgery. The procedure was completed by replacing the probe with new one. There was no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).